Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, there was bleeding during the adhesiolysis. The surgeon stated there was no malfunction of a da vinci system, instrument, or accessory that occurred. The amount of bleeding and interventions performed are unknown. The procedure was converted to open laparotomy and the surgical procedure was modified to a nephrectomy for unspecified reasons. The patient's current status and any post operative complications are unknown.